Manufacturer narrative:
At the time of this report, the device had not been returned to manufacturer for evaluation. A supplemental report shall be submitted when an evaluation of the device is completed or should additional information be obtained.

Event description:
It was reported to the manufacturer that during a procedure using the iridex oculight slx laser console and g-probe, a patient developed burns and required conjunctival cauterization. No other information was provided at the time of this report.